Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the occluder did not function as expected. The user observed a question mark on the display, indicating a lack of communication. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress but not yet concluded.